Event description:
It was reported that there was a pooling of medication at the infusion site. No medical or surgical intervention was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4).